Manufacturer narrative:
Pr 9584511 follow up report for corrections. This complaint was found to be a duplicate after the MDR was submitted, please refer to pr 9584592. The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson - franklin lakes, nj / 07417. Event details have been updated: adverse event with no malfunction, device unrelated. Adverse event related to procedure only. Medical device brand name, medical device catalog #, and medical device lot # have been updated to reflect the nrfit anesthesia study. No product identified as cause for the adverse event. Event related to procedure only. PMA/510k has been updated to na. H3 other text : see narrative below

Event description:
Adverse event with no malfunction, device unrelated. Adverse event related to procedure only.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd blunt filter nrfit was involved with a reaction. The following information was provided by the initial reporter: "hypotension with bradycardia" was reported on 22nd of jan2024 and resolved on the same day. The adverse event was treated with akrinor 100mg. And patient was laid down. Device was removed and subject was given general anesthesia. The above mentioned customer is participating in the mds-21nrfit001 study. The patient performed a spinal anesthesia with the following nrfit devices on (B)(6) 2024. However, the anesthetic medication was not successfully injected through the bd syringe as patient collapsed during the punction attempt and then wanted a general anesthesia. ¿ bd syringe nrfit lot number: 83149, ¿ ancillary device used (catalogue number/type/size): ¿ 400066/bd blunt filter nrfit needle/18g x 1 1/2(1.2 mm x 40 mm) ¿ bd blunt fill or blunt filter nrfit needle lot number: 3045501 ¿ bd syringe nrfit (catalog number/type/size): 400051/syringe nrfit slip/5ml ¿ bd spinal nrfit needle set lot number : 2109032 ¿ relationship to spinal needle: not related ¿ relationship to syringe: not related ¿ relationship to introducer: not related ¿ relationship to ancillary devices: not related ¿ relationship to procedure: possible the adverse event occurred after using the device. The event is possibly related to procedure. This complaint has been reported because it has a possible relationship with the procedure.